Manufacturer narrative:
Philips service recreated the image disk and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the image disk was full, causing the system to crash during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.